Event description:
(Os 17.033). The dentist reported that 6 months after the dental implant was installed and it was verified its non osseointegration. The dental implant was installed in bone type ii and 80 ncm of primary stability was achieved. Immediate load was not performed and it was applied excessive torque.

Manufacturer narrative:
(B)(4).